Event description:
The pt was referred from an optometrist with a contact lens related corneal ulcer in the left eye. The culture eventually grew fusarium species. The pt was treated with natamycin and po itraconazole, and the ulcer slowly resolved over next 3 months. Later, it was discovered that the pt was using b&l renu with moistureloc contact lens solution.